Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique resulting in peritonitis secondary to a gastrointestinal tract infection and constipation. The breach was further described as the patient made an unspecified mistake during therapy. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with an injection of fortum (1gm, every exchange 500 milligram, route not reported) for the event of peritonitis. Treatment with fortum was ongoing. At the time of this report, it was unknown if the patient had recovered from the event. It was unknown if the patient was retrained on proper aseptic technique. Dianeal and extraneal therapies were ongoing. No additional information is available.